Event description:
Litigation papers allege physical pain, bodily impairment, debilitating lack of mobility, and high levels of toxica met in her blood stream.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New (B)(6) created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege physical pain, bodily impairment, debilitating lack of mobility, and high levels of toxica met in her blood stream. Update rec'd 07/22/2014 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. Complaint was updated on: 08/06/2014. Of the reported devices was not possible as they were not returned. A search of the complaints databases finds two other reports against the metal liner product/lot code. Per procedure, this product code is exempt from device history records. No other reports were found against the femoral head. No further event information or investigational inputs were provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis and metal wear. After review of medical records, the patient was revised to address left failed metal on metal hip arthroplasty. It was also confirmed that the patient had elevated metal ions. Revision notes indicated that the trunnion was noted to have metalosis. It also states that scar tissue was debrided and removed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-(B)(4) it has been determined that should related reports be identified a DHR review is not required. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision.